Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was determined that there was a broken electrocardiogram connector on the link electronic module (lem) board and the lem board was replaced and calibrated. Analysis also found broken tabs on the power cord bay door, the lower case was damaged , the upper case was broken, the system fan was noisy and there was a broken left keyboard hinge. Product ID: 229047 software analyzer. (B)(4).